Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient was recovering from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Follow up information was received by (B)(4) from the registered nurse. The nurse clarified that the patient was hospitalized from (B)(6) 2012 through (B)(6) 2012. Treatment included vancomycin ip which ended on (B)(6) 2012. At the time of this report the patient was recovering from the peritonitis. Pd therapy was ongoing and the cause of the peritonitis was unknown. Per the nurse, the event of peritonitis was not related to the dianeal solution or any baxter disposable product.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j17035 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause was undetermined. No device malfunction or use error was identified.